Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the customer had filled the cartridge with 250 units of insulin. A cartridge change was performed resolving the alarm. Customer's blood glucose level ranged between 130-150 mg/dl.